Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was verified. The controls to system cable was observed to be loose and was replaced to remedy the reported malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display showed lines and was not legible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.